Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at a check the morning after the implant, the right ventricular lead had no capture in both unipolar and bipolar. The lead impedance was slightly elevated and sensing had decreased and was low. Radiology confirmed that the lead had not dislodged. The lead was repositioned with satisfactory measurements and remains in use. No patient complications have been reported as a result of this event.